Event description:
It was reported that the customer had frequent battery changes and had to restart the rewind several times to complete. Customer stated there was condensation inside the screen. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.